Event description:
It was reported that the q-syte septum on the bd connecta¿ stopcock was damaged/deformed. The following information was provided by the initial reporter, translated from japanese: "this is a report about defect of septum. The device cannot be used due to the q-syte's septum was turned up."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 6 photos and 1 sample submitted for evaluation. The reported issue of component damage - no leak (septum damaged / defective) was confirmed upon inspection of the sample. Analysis of the sample showed that there was missing glue on one of the septums, resulting in it being loose. Bd determined that the cause of the failure was related to our supplier¿s process. A notification will be sent to the supplier to make them aware of this failure occurrence. Since a batch number was not supplied for this incident, manufacturing records could not be examined.

Event description:
It was reported that the q-syte septum on the bd connecta¿ stopcock was damaged/deformed. The following information was provided by the initial reporter, translated from japanese: "this is a report about defect of septum. The device cannot be used due to the q-syte's septum was turned up."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.